Event description:
New information was received. During a follow-up, there were episodes of sustained and non-sustained noise on the right ventricular channel. The securesense correctly detected the rhythm and no therapy was delivered. A lead revision procedure was scheduled. During the revision procedure, subclavian access was not possible. The lead remained implanted and anti-tachycardia therapies were deactivated. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up the patient reported feeling a vibratory alert. Interrogation revealed non-sustained oversensing due to noise and one event that was properly discriminated against by secure sense. The noise was unable to be reproduced and the physician believed the noised to be caused by external interference. The patient will continue to be monitored and is in stable condition.